Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they experienced low and high blood glucose levels. The blood glucose value at time of incident was 48 mg/dl and other blood glucose value was 221mg/dl. The insulin delivery was suspended due to sensor glucose value. Customer was admitted to hospital for diabetic ketoacidosis with a blood glucose level of 421 mg/dl. The device was expected to be returned for analysis.